Event description:
Customer reported experiencing a low blood glucose event, with the exact level unknown but displayed as "low." Cause was not known. The customer consumed juice and checked bg to manage the low blood glucose and was advised by technical support to consult with a healthcare professional to discuss factors affecting their blood glucose levels.